Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have cause or contributed to a death or serious injury or that the device in this report malfunctioned. Therefore this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the recharger keeps shutting off while charging the ins. The patient rep stated that after 2 mins of recharging the ins the recharger shuts off. Patient rep stated  the recharger is not losing connection but was just powering off. Technical services recommended the patient rep  look to see if there were any messages on the handset when the recharger powered off and call back when with the patient. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as caller was not with patient and equipment. Additional information received on 2021-07-12  indicated that the ins was implanted a little deeper so it had always been a little challenging to charge.  Patient rep reported the charger turns off about 2 minutes after starting the charge session. It was determined the reason this is occurring is because the ins is at 100% so the charging session is ending. The  patient rep stated the patient has been experiencing a loss of therapeutic effect and determined the ins was off and por message appeared on the micro mytherapy application. Technical services reviewed how to dismiss por and turn therapy back on again. Technical services recommended monitoring the ins battery level more frequently in order to prevent therapy from turning off. No further complications were reported at this time.